Manufacturer narrative:
Date of event and UDI section of device identification are unknown; no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer low water alarm will not trigger. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10, h6: heic and conclusion codes: updated. H10 device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have impact damage and liquid crystal leakage from the display. The tank cover was cracked. The reported issue was confirmed during functional testing when the float switch would not alarm when triggered. The problem was traced to the warmer circuit board, which was determined to be faulty. However, the investigation could not attribute a root cause. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.